Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had eczema and that the lifevest was causing his skin to break out. The patient's physician prescribed a medication to apply to the irritation. Follow-up indicated that the irritation had improved.